Manufacturer narrative:
The device was returned to zoll canada for evaluation. The customer's report was duplicated and attributed to a defective processor/bridge/pace (pbp) board. The pbp board was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test for defib and pacer function. Complainant indicated that there was no patient involvement in the reported malfunction.